Event description:
User reports one newborn pt with discrepant bilirubin results from two samples. Sample 1, 2008, initial result 396 umol/l, repeat 231 umol/l (different analyzer, different methodology). Sample 2, in the next day, initial result of 346 umol/l, repeat 202 umol/l (different analyzer, different methodology). No adverse events in association with the incorrect results. If add'l info is received, appropriate notification will be provided.